Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 356 mg/dl, which was addressed with a correction bolus with the pump. System check with tandem technical support showed that the customer received an occlusion alarm. Additionally, the customer reported filling the cartridge with cold insulin. Recommendation was made to use room temperature insulin per labeling instructions. The customer reported that the infusion site would be changed and declined further follow up from tandem technical support.